Event description:
It was reported that the patient had back pain and groin pain. The low back pain had been present for 2 to 3 weeks and started after knee surgery. The patient had an elective knee replacement surgery on (B)(6)2015. Their stimulator was not turned off for the surgery. On the second day after the operation the patient had bilateral medial thigh pain that was terrible like muscle cramping and spasms. The issues were inside the soft tissue from the thigh to the buttock area. It was unknown if electrocautery was used for the knee replacement. The patient turned their stimulator off on (B)(6) 2015 and since then they felt like a brand new person. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).